Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 lvas, serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The account reported that the patient had expired on (B)(6) 2020. Additionally, the account reported that no autopsy was performed, and the device will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the account on (B)(6) 2020. The heartmate 3 left ventricular assist system instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. No autopsy was performed. The device was not explanted. No further information was provided.